Event description:
Medtronic 722 paradigm insulin pump malfunctioned. Not able to bolus insulin. Also realtime continuous glucose monitor appeared inaccurate. Dates of use: 2007 - 2008. Diagnosis or reason for use: type 1 diabetes. Event abated after use stopped or dose reduced? Yes.